Event description:
It was reported during setup that the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8; h2; h3; h4; h6; h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented; the rigid tube was bent/ component failure of the rigid tube. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction could not be identified. However, the probable cause of the additional reportable malfunction (the rigid tube was dented, rigid tube was bent) found during device evaluation, was traced to component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.